Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not provided. Omnipod software app version: not provided. Operating system: not provided. Hardware: not provided. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on an unspecified date. The patient's blood glucose levels, along with duration of wearing the pod, were not reported. The patient did not provide any further information.